Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned device for an alleged battery lasting less than expected and power loss alarm event date (B)(6) 2016. The device passed the displacement test, active current test, sleep current test and self test, however, damage was noted to the retainer ring. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours, problem isolated to non-sleep anomaly software error. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board 1, the device was monitored and confirmed non-sleep anomaly software error. Pump error 25 was found in the history download on event date (B)(6) 2016 03:16:01.000. An unexpected battery power loss occurred in history trace file on (B)(6) 2016 06:30:23.000. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage, partially detached retainer and cracked retainer. Battery lasting less than expected and unexpected battery power loss confirmed. Pump error 25 was confirmed due to an esd latch-up. The insulin pump involved in this event is the 640g (change based on pump model) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the due to privacy laws, customer information may not be available. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.